Event description:
It was reported that a user was unable to attach the ilet connector to the pump until troubleshooting steps were performed, including rewinding the pump before inserting the cartridge and correctly placing the adapter, after which a new adapter connected successfully. No reported clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included guided troubleshooting and user education. Investigation of this case revealed successful connection with a replacement adapter and proper setup steps. It was concluded that the device functioned as designed when set up per instructions and that user technique was a likely contributor.